Event description:
It was reported that prior to a procedure using a speedstitch suturing device, the device camp apart and was unusable. The procedure was completed using competitive product. There were no significant delays or patient complications reported as a result of this event.